Event description:
In 2000 without a femoral angiogram being performed, the angio-seal device was deployed. The pt's pulses were doppled for two hours on bed rest and the pt ambulated with no complaint. When preparing for discharge, the pt reported pain in the heel and was returned to bed rest. The nurse was unable to dopple pulses; therefore, the physician ordered a doppler flow study and surgical consult. An angiographic physician was consulted and a peripheral angiogram was performed. The pt was transferred to surgery for removal of the device and placement of an 8mm graft. The surgeon found the superficial femoral artery (sfa) was dissected on the vessel wall opposite the puncture site. The collagen was outside the vessel, but the anchor was bent in an inverted v shape within the vessel. The vessel was 8-10mm; however, the angio-seal device had been deployed below the bifurcation of the sfa and deep femoral arteries on the vessel wall opposite the dissection. The pt was transferred from the cardiovascular ICU and was recovering.